Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported broken wing was confirmed. The reported event appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that vessel puncture closure was attempted using a starclose se device after an interventional procedure. Reportedly, the starclose se clip was deployed as intended and hemostasis was achieved. After using the device, the physician noted metal protruding from the device. A photo received shows a broken vessel locator wing. There was no adverse patient effect and no reported clinically significant delay in the procedure. The name of the physician was provided; however, it is unknown if the physician has been trained in the use of the proglide device. No additional information was provided.